Manufacturer narrative:
The serial number of the cobas 8000 cobas c 502 module is (B)(6). The field service engineer inspected the module and determined the event was caused by a component failure due to a damaged detergent vacuum line. He then replaced the damaged vacuum line/tubing and checked the rinse level, wash station, and water pressure. He verified the module's performance by a precision run with acceptable results. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable vancomycin gen.3 and other assay results from patient samples tested on the cobas 8000 cobas c 502 module. The reporter was able to provide one patient sample with discrepant results: the initial result was not reported outside the laboratory as the assay's results were not usually high, prompting the patient sample rerun. The initial result from the module was 71.5 ug/ml. The repeat result from the other module was 21.9 ug/ml. The repeat result was deemed correct.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the last calibration performed on 30-jun-2024 and the results were within specifications. The investigation could not evaluate the qc because the ranges and means were not provided. The investigation reviewed the alarm trace. Cell cleaner, abnormal aspiration, bath water level sensor, and water reservoir alarms were noted. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged at 4000 rpm for 5 minutes. The investigation determined the centrifugation time may be too short and the speed too high according to the tube manufacturer¿s recommended guidelines. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.